Event description:
The hospital biomed reported that the screen of the ventilator got locked up and when the ventilator was brought to the shop it was observed that there was dried matter on several printed circuit boards. The date of the event and patient information are unknown. (B)(4).

Manufacturer narrative:
The hospital will do its repair but further information surrounding the event has been sought and request of parts has been done. A supplemental medwatch will be submitted when the investigation is completed. (B)(4).

Manufacturer narrative:
Our investigation of this complaint has been completed. It is based on the received device log files that were provided. No goods or pictures were returned, in order to demonstrate the described contamination of "dried matter." The device log evaluation confirmed several software warnings (between dates 03/27/2014 to 04/03/2014) regarding the panel sub-system. This might be related to the problem description where the wording of "display locked up" was used, meaning that the user interface intermittently freezes or became disturbed. A software warning regarding the panel sub-system will not affect on-going ventilation. Except for the software warnings there are no recordings in the technical log files to indicate a ventilator malfunction.